Event description:
It was reported that a pt underwent a left inguinal hernia repair on (B) (6) 2008. At the pt's f/u visits, he reported continued pain in the area. The pt has had pain rating 8-10 at the worst, but he is always hurting in the left testicle, lower back and hip, and left inguinal area for the past 20 months. The area "just doesn't feel right and it feels like its coiling up". The pt was prescribed percocet post-operatively and is currently using ibuprofen as needed. On (B) (6) 2008 the surgeon stated the pt is "sore as expected". On (B) (6) 2008, surgeon "tweaked his left inguinal hernia repair and noted there is no evidence recurrence." The pt continues with pain and some swelling.

Manufacturer narrative:
(B) (4). (B) (4) pain occurred. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished good release criteria.